Manufacturer narrative:
The device used in treatment has been returned and evaluated. Establishing a relationship between the event reported and the device. A visual inspection found no defects, the functional evaluation found that the device was unable to generate alarms under normal circumstances. Rendering the device from working correctly. The main circuit board was found defective, and the root cause of the event, this was replaced and a full functional test found no further faults. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed finding further instances, however, there are no further actions deemed necessary in relation to this complaint, which is now complete and recorded as circuit board failure.

Event description:
It was reported upon inspection that the control board failed. No patient harm reported. The device failed the alarm evaluation.